Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro generated false low hdld results for one patient. Customer stated that the hdld result for this patient read as "oir lo," which would be less than 5 mg/dl and on the low end of the analytical measuring range. Customer challenged this result instead of reporting it, since an estimated hdld result was 29 mg/dl from a back-calculation using the friedwald formula, from this sample's measured chol, tg and ldld. Customer checked the patient's history and saw that hdld results from past sample collections ((B)(6) 2011, mdr2050012-2011-08182, and (B)(6) 2011, 2050012-2011-08183) had been reported as "less than 5 mg/dl", since they had not been challenged by other operators. Customer ran a 1:2 dilution of this sample, getting a net hdld result of 23 mg/dl (including the x2 dilution factor). Since beckman coulter has no supporting documentation that dilutions in this situation give valid results, the customer will not report the 23 mg/dl value. Instead, customer had the sample tested at another laboratory, which uses a different hdl-cholesterol assay method, and they obtained an hdl-cholesterol result of 28 mg/dl from an undiluted run of the patient sample in question. The customer noted that this 28 mg/dl result is close to his dxc 1:2 dilution net-calculated result of 23 mg/dl, and close to the back-calculated friedwald formula estimated result of 29 mg/dl. Because of previous sample "less than 5 mg/dl" hdld results the physician had added a diagnosis of "dyslipidemia" to the other diagnoses on this patient. Now the physician will amend the "dyslipidemia" part of the set of diagnoses for this patient, based on the hdld on the most recent sample, which will now be reported in the 23 to 29 mg/dl range. Control recovery for hdld has been acceptable. Customer did not report any issues with other chemistries or any system errors. Note that the hdld cis indicates that: samples with concentrations exceeding the high end of the analytical range should be diluted with saline and reanalyzed. Root cause is not known, but this appears to be a sample-specific issue.